Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump was received with minor scratches on the display window, cracked case near the display window corners, broken belt clip slot, and a cracked reservoir tube lip. The insulin pump passed the self test and reset error test with no alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received an unexpected restart alarm. She was unable to clear the alarm. The insulin pump had a keypad anomaly. Her blood glucose level was 208 mg/dl. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.